Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing was performed with no issues noted. Prime testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the y-site luer activated valve closest to the male luer adapter to the patient¿s vascular access device. The device was used with an unspecified infusion pump running with normal saline with magnesium and potassium. It was further reported that when flushing with mannitol via 2nd primary tubing, fluids leaked coming from the 3rd y-port. This issue occurred during infusion to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.